Manufacturer narrative:
The pump was pulled out of position by the patient's transseptal ablation catheter as stated in the clinical. Positioning issues: the cause of the positioning issue most likely was an interaction with another device as the transseptal ablation catheter hooked on the impella pigtail and caused it to be pulled back into aorta.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the transseptal ablation catheter hooked on impella pigtail and caused it to be pulled back into aorta. Dr (B)(6) decided to remove impella. There was no patient harm.